Manufacturer narrative:
For further evaluation, church & dwight co., inc. Has requested the following from the user: the product, its original packaging, and completions of an event questionnaire. To date, the requested has not yet been returned.

Event description:
Via email, the consumer reported on 11/05/2008 that she "recently experienced a urinary tract infection that spread to my kidneys. The doctor informed me that this was due to the use of spermicide. Additionally, these condoms irritated both myself and my partner on numerous occasions. Upon realizing that the condoms were the source of the problem we ceased use..."